Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damaged electronic assembly. Insulin pump was received with corroded battery tube, cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had moisture damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.